Event description:
It was reported that bd syringe 3ml ll 200 s/c contained foreign matter. Verbatim: pharmacy IV lab has 3ml syringes with black dots (ink) on the syringes that appears to be spots that bled during manufacturing. It is making it hard to verify IV meds when they are drawn up as not contaminated. The black dots make it look as if the something is floating in IV fluid that's drawn up, like a coring contaminant. This is causing waste of medications as the compound is having to be remade. Please report these to manufacturer. Not safe for compounding lab. Patient impact: n/a.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.